Event description:
It was reported that the patient had an inappropriate shock due to a supra-ventricular tachycardia. The rate was fast enough to enter the device shock zone. Technical services discussed some programming options. The doctor will address the high heart rate with medication. There were no additional adverse patient effects. The system remains implanted.